Event description:
Patient was intubated for an endoscopic retrograde cholangiopancreatography (ercp). Upon attempt to focus, it was determined that the scope had no image. It was assumed that water inadvertently entered the camera portion of the scope. No patient harm. The scope did not enter the patient. Checked on field by md prior to use on the patient. Procedure not able to be completed.